Event description:
It was reported that the worsening depression has resolved. No additional relevant information has been received to date.

Event description:
The patient experienced worsening depression. The relation to vns is unknown. No additional information has been received to date.